Event description:
Study. It was reported that during a coronary artery drug eluting stenting procedure, a dissection occurred. The target lesion was a de novo, 3.5 x 60 mm, 99% stenosed lesion of the proximal rca (right coronary artery). Treatment consisted of predilation using a 2.5 x 20 mm balloon at 10 atm and placement of 3.0 x 32 and 3.5 x 32 mm taxus express2 drug eluting stents deployed at 16 atm. During placement of the 3.0 x 32 mm taxus express2 drug eluting stent a dissection occurred. A 2.75 x 16 mm liberte bare metal stent was used to treat and resolve the dissection. Post placement ivus (intravascular ultrasound) was performed and confirmed that the stents were well positioned and well apposed with 0% residual stenosis. The pt was discharged one day post procedure on bayaspirin and panaldine. The investigator assessed this event as possibly related to the taxus express2 drug eluting stent. It was also reported that the pt continues to experience stable angina (css classi).

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation for this particular top assembly batch number found that the device met its material, assembly and prod specs at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.